Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient developed an abscess (pustule) with infection at the needle puncture site. The patient mentioned that she has an autoimmune disease and on immunosuppressant medication that makes her more susceptible to an infection. On (B)(6) 2024, the patient consulted a physician who performed an incision and drainage to help relieve the pus and prescribed a ten-day course of an unspecified oral antibiotic medication. At the time of report the wound had already healed after treatment. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).